Manufacturer narrative:
Device evaluation provided in: d10, h3, h6, h10. Device evaluation: the ams 700 ipp cylinder was visually inspected and functionally tested. There were buckling folds present near the proximal end of the rear tip; this resulted in fluid loss which was due to wear at a fold. The allegation of fluid loss was therefore confirmed.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a "micro-puncture." A new 14cm x 9.5mm cylinder was implanted on the right side. It was further reported that the patient tried to inflate the device but it was insufficient. The device issues began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a "micro-puncture." A new 14cm x 9.5mm cylinder was implanted on the right side. It was further reported that the patient tried to inflate the device but it was insufficient. The device issues began two weeks prior to surgery. The patient was doing well following surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.